Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that while the ventilator was in use on a patient, the graphic user interface (gui) screen spontaneously went black. The ventilator continued to function and provide ventilation during the event. Clinical staff performed troubleshooting by adjusting the screen brightness, after which the display resumed normal operation. The gui stayed black for about 30-40 minutes. No alarms were reported. As a precaution, the patient was placed on another ventilator. There was no patient harm; the patient¿s vital signs remained stable, and no changes in the patient¿s clinical condition were observed. The reporting facility was unable to provide patient demographic information.